Event description:
It was reported that a ¿mis-spike¿ occurred when the customer ¿connected the transfer set and the spike connector cover by clean flash.¿ there was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned to baxter and an evaluation was performed to investigate the reported connection issue. A visual inspection was performed with no abnormalities noted. Leak testing, clamp function testing, and clear passage testing were performed with no issues noted. The device was used with a lab uv flash device and there were no issues connecting. Upon conclusion of the evaluation, the returned sample was determined to meet visual and functional product specifications. The evaluation was unable to duplicate the reported event. The cause of the connection issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.